Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial augment that was implanted had a screw that would not fit properly. The screw in question appeared to be different from other screws enclosed in tibial augment packaging. A second tibial augment was opened in order to utilize a fourth screw.